Event description:
A surgeon reports he has had several pts develop cystoid macular edema (cme) following intraocular lens implant surgery. The association between this report and the intraocular lens is not known. Additional follow-up has been initiated.